Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, one out-of-range high voltage lead impedance was noted on the remote monitoring system. Induction test was performed and the impedance was detected to be normal. The patient was in stable condition and will be monitored.